Manufacturer narrative:
(B)(6). Occupation: account manager. One cadd solis vip pump was received in good physical condition. The pump was visually inspected, the lens was scratched and air bubbles were found on the downstream occlusion sensor seal. Functional tests were performed and the pump failed the psi test. The reported device failure was confirmed. The lens will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed preventative maintenance checks after a year or less of use. The failure was could have been an upstream, downstream or an air detector sensor failure. There was no patient involvement since the issue was discovered during preventative maintenance.